Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The armada 18 catheter is filed under a separate manufacturing report number.

Event description:
It was reported that this was a percutaneous intervention treating the popliteal artery. During advancement of the armada 18 un to the command ht guide wire, the armada stuck to the wire. As to not lose access, both the ht command and armada dilatation catheter were advanced to the popliteal artery. The balloon was attempted to be cut and peeled off the wire using a scalpel. One third of the balloon was retrieved from the groin access point and the rest two third of the balloon was retrieve below the shin access point. There was no surgical intervention to remove the device. The case took 20-40 minutes longer due to this issue; however, there was no clinical significance due to this issue reported. The patient is in "good" condition. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). UDI: the unique device identifier (UDI)is unknown because the part number and lot number was not provided. Correction: manufacturing site. Evaluation summary: the device was returned for analysis. The reported entrapment of device component was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported armada stuck to the wire thus resulting in the reported entrapment of device component; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.